Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). After the initial implant, the patient reports shortly after she stopped getting relief. After doing x-rays for a lead check, it was evident that the rt lead had dropped significantly from bot t8 to bot t10. Additionally the lt lead dropped from top t8 to bot t8. She reports ¿some relief but nothing compared to the previous relief she had gotten.¿ after multiple reprogramming , she still could not get relief so a revision was done today. Dr haas opened up the spinal incision and the anchors were still intact and impedances were perfect, with no issues. She decided to replace both leads as they both had migrated. She confirmed she did not feel there was any issue with the leads but that they just fell, and that is why we are not sending the product back for analysis. We decided to turn off the stimulator and keep it off until her post op turn on next week on (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.